Event description:
It was reported that the patient underwent a routine computed tomography angiography (cta) diagnostic during a routine follow up in the outpatient clinic. The result showed a significant obstruction of the outflow graft between the bend relief and the prosthesis itself. The patient had no hemodynamic issues and the left ventricular assist device (lvad) was running as expected with no effects in all parameters. The patient was then readmitted. Log files were downloaded and did not show any direct signs of extrinsic outflow graft obstruction (eogo) the only conscious point in the periodic log files was a slight decrease in flow but the patient himself did not recognize it. The patient felt fine and the parameters didn't decrease further on. Due to the result of the cta diagnostic scan the patient was re-explored on (B)(6) 2025. The bend relief was opened. Eogo could be confirmed and the "jelly" tissue was removed and sucked out. Afterwards flow increased again a bit. The whole surgery went straight forward with no issues. The patient was discharged again.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted computed tomography (CT) images confirmed the reported event of extrinsic outflow graft obstruction (eogo). A specific cause for this finding could not be conclusively determined through this evaluation. The system controller periodic log file contained data from (B)(6) 2025, per the timestamps. A gradual decline in estimated flow was observed between (B)(6) 2025. Following this timeframe, no further decrease in estimated flow was captured. It should be noted that the files never captured estimated flow below the low flow hazard alarm threshold of 2.5 liters per minute. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The submitted CT images appeared to capture a buildup of material between the proximal graft and bend relief. Additionally, the images revealed evidence of graft deformation. These findings are consistent with an extrinsic outflow graft obstruction which could have contributed to the reported decrease in flow observed in the submitted system periodic log file. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. C, is currently available. Section 1 of the IFU, "introduction", explains all pump parameters, including pump flow. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.